Event description:
The nurse hung phytonadione 50 cc to infuse over 15 minutes. Tubing had flaw in drip chamber area which led to IV solution dripping out of the inside of the alaris chamber. Pump continued to count as if infusion was reaching patient. The rn reordered a replacement medication from pharmary. The patient received all of intended dosage of phytonadione.